Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a objective lens had pinhole on glue and light guide lens had peeling glue and tiny chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely the cause of the reported malfunction is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.